Event description:
Per independent repair center, the unit was alarming or red light. The key failure was the pilot valve. Additional malfunctions for this device are the power switch had no power, and the horn assembly had no alarm.